Manufacturer narrative:
As reported, about 11 months post-implant of the phasix mesh, the patient was diagnosed with wound dehiscence and mesh exposure. As reported the ae has not recovered/not resolved. The clinician has assessed the patient¿s postoperative course as being ¿definitely¿ related to the study device and procedure, however, based on the information provided, no conclusion can be made. Wound dehiscence is a known inherent risk of surgery and is listed in the instructions-for-use supplied with the device as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Not returned - remains implanted.

Event description:
As reported per prevent clinical trial dvl-he-018: (B)(6). The subject patient underwent a primary laparotomy procedure to perform a choleyeystocolonic fistula takedown, in which the bard/davol phasix mesh was placed in onlay fashion. The phasix mesh was not trimmed to size, with the appropriate overlap in all directions beyond the margins of the fascial incision. Mechanical fixation (bard/davol sorbafix) was used to fixate the mesh. The midline fascia was completely closed with non-bard/davol, 1pds slow absorbing monofilament sutures in a running stitch technique. Skin closure was achieved using long-term absorbable sutures. (B)(6) 2021, the subject patient was discharged from the hospital. (B)(6) 2022, the patient experienced a wound complication with exposure of the phasix mesh. "Wound in the distal area is approx. 4cm in size in original incision, scabbed over, but patient states scab falls off and re-scabs. Mesh is slightly exposed. Wound in proximal area approx. 3cm, no mesh." The reported adverse event has been assessed per clinician as definitely related to the study device and definitely related to the procedure. As reported, the outcome of the adverse event not recovered/not resolved. The severity is reported to be mild with no action taken.